Event description:
Reportedly, on first day the catheter worked correctly; however, on day 2 no more measurement was possible. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that there were no visible inconsistencies observed on eeprom data. Thermistor and thermal filament were continuous. No error message on vigilance I monitor. Vigilance ii error message observed, "catheter verification, use bolus mode". Interlumen leakage was observed in the backform between the distal and proximal injectate lumens. The balloon ruptured in the central area and there appeared to be a missing section of the latex. Latex is also baggy at this region. Both thermistor and thermal filament connectors were opened with no visible damages. No visible damage to catheter body.